Event description:
Event description cpi received information that this implantable pulse generator (ipg) was found in the power on reset (por)-vvi mode during a followup exam 3 years after implant. This mode indicates premature battery depletion. The physician elected to explant the ipg.